Event description:
Cardiopulmonary bypass procedure. During cpb the venous reservoir lost vacuum pressure, system was checked to locate problem and correct the problem. Vacuum pressure could not be restored. Surgeon was informed of the problem. The pt was cooled, cpb was interrupted and venous reservoir was replaced. Cpb was re-instituted with no further problems. Pt was weaned from cpb and is apparently in good condition.